Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting a red x/not ready for use indicator and a message that said, "clinical mode not available due to disabled equipment. Run opcheck" during pt transfer to a different hospital unit. No adverse pt impact was reported.